Event description:
Health care professional pt complained of flu-like symptoms. At a refill visit, pump reservoir contained 18 ml of drug. Pump failed rotor test. Pump will be explanted and pt to be reimplanted at the time.